Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy beginning (B)(6) 2017. The patient reported having a loss of therapeutic benefit. It was helping at first but at the time of the report the patient was having urgency pressure on their bladder making them feel like they have to go to the bathroom and they were urinating again at night. The patient stated that they did not have any of those issues during the trial. The patient reported not feeling stimulation even though therapy was on. The patient felt stimulation in the correct area. The situation was not resolved at the time of the report, but the stimulation was adjusted from program 1 at 1.6 volts to 1.9 volts. The patient would follow up with their healthcare professional (hcp) if adjusting stimulation does not resolve the problem. The patient would monitor their symptoms now that changes were made.

Event description:
Additional information was received from a patient on 2017-feb-10. The patient stated that during their last report they did not know how to hold/connect their patient programmer to their implantable neurostimulator (ins), but their patient programmer did function during their previous report.